Manufacturer narrative:
Approximate age of device ¿ 5 days. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered an acute right ischemic stroke. The patient complained of shortness of breath and dizziness. A brain CT scan and intra-arterial (ia) thrombectomy were performed. The patient subsequently experienced a suspected seizure. The patient was supported on inotropes and was clinically stable. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the report of embolic stroke could not be conclusively established. The submitted log files captured low flow hazard alarms on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, which corresponded with the calculated flow being below the low flow threshold of 2.5 lpm. These alarms lasted approximately 2 seconds, 4 seconds, and 3 seconds, respectively. Despite the observed alarms, the pump appeared to have functioned as intended at the set speed throughout the duration of the data. The patient remains ongoing on lvad support, and no further issues have been reported at this time. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.